Manufacturer narrative:
These devices were used on neo natal piglets so no patient information is available. Date of the event is the date of circulation of the paper PMA/510(k): unknown which protege device was used. 510(k) for protégé rx gps nitinol stent chosen for inclusion. Titel: abstract 18075: mechanical properties of stents and blood vessels to determine a safe strategy to unzip stents within growing blood vessels, http://circ.ahajournals.org/content/134/suppl_1/a18075. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An animal study was carried out to investigate the mechanical properties of stents and blood vessels to determine a safe strategy for unzipping stents within growing blood vessels. Approx 60 stents were implanted in 12 neo natal piglets. Approx 3 months later, unzipping the implanted stents was attempted by dilating until the stents either fractured or the vessel was injured. The ultimate tensile strength (uts) of the different stent and vessel type was calculated. The study found that the protege stent had the least uts but fractured in a disorganized fashion and did not unzip. It was concluded that the study may help to choose the appropriate stent to implant in an infant with a stenotic blood vessel if the intent is to unzip the stent in the future. One piglet developed a pseudoaneurysm on long term follow up.